Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on (B)(6) 2007. The patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. It is unclear whether or not patient has been revised.

Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.